Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the screen was turned off and alarm went off due to faulty printed circuit board. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the insufflation unit¿s screen blacked out and sounded an alarm due to a defective printed circuit board. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.